Manufacturer narrative:
Adhesive pad not returned with device. A small hole has been drilled through the bottom housing, hitting the pcb. Corrosion visible across the pcb from the exterior. Corrosion also noted on the batteries damage to the pcb prevented the device from being downloaded. The leak test was performed and an internal leak was found in the soft cannula. Fluid was observed exiting a small tear of the internal portion of the soft cannula. No other damages or defects noted. Corrosion of the batteries prevented accurate measurement of battery voltages.

Event description:
It was reported that the patient's blood glucose (bg) values reached 420 mg/dl. The pod was removed and replaced.